Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed a preoperational test prior to fco implementation due to a "pressure sensor mismatch" error code was found in the ventilator's downloaded error log which requires a repair. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and active exhalation control module (aecm), then completed a full performance verification test (pvt) in accordance with the manufacturer¿s specifications. The device is confirmed ready for clinical use. The device's proportional valve was returned to the manufacturer's product investigation laboratory (pil) for further investigation. During the evaluation the proportional valve was placed on a testbed and therapy was run in active mode for approximately 1 hour without issue. The "pressure sensor mismatch" error did not occur. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. The device's solenoid valve was returned to the manufacturer's product investigation laboratory (pil) for further investigation. During the evaluation the trilogy evo solenoid valve was placed on a testbed and therapy was run in active mode for approximately 3 hours without issue. The "pressure sensor mismatch" error did not occur. Pil then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed a preoperational test prior to fco implementation due to a "pressure sensor mismatch" error code was found in the ventilator's downloaded error log which requires a repair. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed a preoperational test prior to fco implementation due to a "pressure sensor mismatch" error code was found in the ventilator's downloaded error log which requires a repair. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and aecm, then completed a full performance verification test (pvt) in accordance with the manufacturer¿s specifications. The device is confirmed ready for clinical use.